Manufacturer narrative:
An event regarding pain involving a duracon insert was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case, additional information including operative reports, progress notes and x-rays are needed to fully investigate the event.

Event description:
Patient presented with knee pain so implant was removed and a new poly was put back in. It was a right knee.

Event description:
Patient presented with knee pain so implant was removed and a new poly was put back in. It was a right knee.

Manufacturer narrative:
The patient is (B)(6) in height. An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.